Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Depuy synthes mitek received and evaluated the complaint device. Visual inspection of the device revealed the needle was jammed inside the shaft of the gun and about 3cm of the needle was protruding out of the distal end of the device, confirming this complaint. The distal portion of the needle was broken off and was not returned. No information was provided regarding how or when the needle was broken. However, it appears that the proximal end of the needle is pushed inside the shaft, and the plastic flag which helps load and unload the needle is missing, indicating the needle was pulled out from the distal end of the device which broke the needle. This operation is beyond the design intent of this device. The needle was unable to be removed from the device; therefore the full functionality of the device could not be tested and a root cause for the device failure cannot be conclusively determined. No other device issues or anomalies were noted, and actuation of the jaw lever found the jaws opened and closed as intended. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's expressew iii without hook failed during a rotator cuff repair surgical procedure due to the needle jamming while in use. The case was completed with another like device. There were no adverse patient consequences or time delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.